Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used sets and nine (9) unused sets were returned for evaluation. All the set were functionally tested in attempts to replicate the reported defect. The samples were attached to an IV bag and the filters were observed for any leaks. 3 out of 12 samples had failing results with leaks coming from vent hole. The samples and all available information were forwarded to the supplier for the further evaluation. Based on the supplier's response, upon visual evaluation it was observed that a section of the membrane on one sample was damaged. The filter for this sample was then cut open to determine the cause of the damage, and it appears that the vent media had been delaminated. The actual root cause cannot be identified; however, this condition likely occurred during the manufacturing process. More specifically, it has likely occurred during the vent welding process. However, this incident has been deemed as an isolated incident. Due to no definitive root cause being determined there will be no further actions taken at this time. The remaining samples were observed to leak from the vent during a vent burst test, following this the samples were subjected to a water/ipa flush, dry and re-test which confirmed the vent membranes hydrophobic properties had been partially restored and the vents leaked after 10 seconds at 30psi on the test rig. The root cause of this incident has been deemed to be usage of fluids by the end user causing the vent membranes within this filter to become wetted out. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the rn observed leaking of chemo drug taxol at filter towards end of therapy. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.